Manufacturer narrative:
One-unit of the turnpike spiral was returned to for evaluation. A manufacturing record review was completed and no related nonconformances were found. A returned product evaluation was completed. The distal tip section of the turnpike spiral was severely damaged. About 5-6mm of tip material was missing. The tip of the catheter was twisted, and the ptfe inner layer was exposed. The turnpike spiral IFU warns; "never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury.

Event description:
Physician was doing a cto and the tip of the turnpike spiral catheter broke off in a tight rca lesion. The tip was left in the patient and is between the stent and the vessel wall. Resistance felt during procedure was due to tight lesion. Outcome of patient is stable.